Event description:
The reporter states that in 2007, she experienced an event where she felt weak and was unable to test on her accu-chek compact plus meter. She went to the physician. Her blood glucose result was 59mg/dl on the professional meter. The paramedics were called and she was treated by the paramedics with orange juice and a IV. New system sent and return requested.